Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 17/jul/2024 presented with staphylococcus epidermidis in the culture and a wbc count of approximately 7800/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg (frequency and duration unknown) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the severity of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for renal replacement therapy through an existing arteriovenous fistula for the duration of the admission. It was believed the patient discharged to home on (B)(6)2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotic therapy and will continue hd therapy on an in-center basis post-discharge. The patient plans to return to ccpd on the same liberty select cycler upon resolution of infection and replacement of his pd catheter.